Manufacturer narrative:
(B)(4)

Event description:
The implantable neurostimulator battery was 2.89 volts. The early replacement indicator displayed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.